Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary - the investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon complained that the locking compression plates (lcp) small fragment drill bits were dull or mis engineered. The quick coupling drill bit 110 mm,  quick coupling drill bit 165 mm, and  percutaneous drill bit were used for a case, swapped and switch to ensure new fresh bits were used. There was a surgical delay of ten (10) minutes. Procedure was successfully completed. There was no patient consequences.  This complaint involves three (3) devices. This report is 1 of 3 for (B)(4).